Manufacturer narrative:
(B)(4). The returned device was visually inspected, and reddish-brown material was found inside the pebax. No damage was observed. Per this condition, scanning electron microscopy was performed. The results showed evidence of a hole and stress marks on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The catheter was tested for electrical performance, and was found within specifications. The catheter was then evaluated for carto 3 system performance. It was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. A force test was performed, which the catheter failed. High force values were observed. For this reason, an accuracy test was performed, which the catheter also failed. Further examination showed that the force sensor was within specifications. According to the calibration results and the sensor readings, the condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the pc board issue cannot be determined. Based on the available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes. There is evidence that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch bidirectional sf catheter where noise and force errors occurred. During the procedure, a significant amount of signal interference was noted on the 1st and 2nd electrodes, on both the carto 3 and ep recording systems. Additionally, a force sensor error occurred. A cable change did not resolve the issue, so the catheter itself was exchanged. This cleared the errors, and the case continued. No patient consequences were reported. The potential that a force sensor issue or partial signal interference could cause or contribute to an adverse event is remote. As a result, this complaint was initially assessed as not MDR reportable. On (B)(6) 2017, the device was returned to bwi for evaluation. Reddish brown material was observed under the pebax, but no damage was noted to the pebax itself. If there is foreign material under the pebax, but the integrity of the pebax is maintained, the potential that it could cause or contribute to an adverse event is remote. This was also not an MDR reportable finding. On (B)(6) 2017, the catheter was sent for scanning electron microscopy, and the results showed evidence of a hole and stress marks on the surface of the pebax. Exposure to the internal catheter components poses a potential risk for the patient, making this an MDR reportable event. The awareness date for this complaint has been reset to (B)(6) 2017, the date of the reportable finding.